Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable tachycardia lead appeared to be pulled back and displaced inferiorly per chest x-ray. Additional information obtained from the field which indicated that there was no intervention done. As of this time, the lead remains in service. No adverse patient effects reported.